Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they received a motor error alarm. The customer¿s blood glucose during the incident was unknown. No further details were given. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed rewind test, basic occlusion test, prime/a33 test and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing.